Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that the smart device showed a transmitter failed error on (B)(6) 2017. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and the transmitter passed. A voltage test was performed and the device failed as it had no voltage. A review of the share logs was performed and a transmitter failed error was found on the issue date. The customer complaint of a transmitter failed error was confirmed. The root cause could not be determined.